Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 300 mg/dl with symptoms of thirst and urination. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter stated that there were loss of prime warnings with the pump. During the course of troubleshooting it was determined that the patient was using cold insulin and not properly cycling the cartridge prior to use. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event as a result of use error of the cartridge.